Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: patient has experienced syncope. There are two possibilities that may be causing the syncope. Loss of capture, but there is no evidence during device check or oversensing and pacing inhibition. The physician will monitor.